Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a battery failure. It was reported there was no patient involvement at the time the issue was discovered. The self-test process of the ventilator reported a battery failure, and the self-test was not completed. Invetigation is ongoing.

Manufacturer narrative:
E: guizhou zunyi city meitan jiali hospital. Phone:(B)(6).

Manufacturer narrative:
H10: the self-test process of the ventilator reported a battery failure, and the self-test was not completed. Per good faith effort (gfe) response, a reboot was performed, and the battery returned to normal operation. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.